Event description:
As natus was first informed on (B)(6) 2010, an infant (B)(6) 2008 received a bilateral pass on clarity oae screening prior to hospital discharge. Noting a failure to develop auditory language skills, audiological evaluation was undertaken in (B)(6) 2009 when the child was (B)(6). The results indicated profound bilateral loss with no residual hearing and the child was sent for cochlear implant evaluation. CT scans performed as is standard practice during that process revealed that the cochlea is absent bilaterally. Although repeated attempts have been made, information is not currently available on the outcome, if any, of the cochlear implant evaluation. It is not clear by the above information if there is a potential for or the extent of any impairment.

Manufacturer narrative:
Informed of incident by (B)(4) representative on (B)(6) 2010 and not by the user facility. Incident occurred at (B)(6), in per (B)(4) representative. Initial contact with the audiologist at (B)(6) was made with a request for information on the incident. Subsequent information requests have not been answered, therefore definitive evidence of the potential for and extent of any impairment cannot be determined. (B)(4).